Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-mar-2019 with the following findings: during investigation, there were no unexplained power interruptions observed in the black box download. During visual inspection of the pump, there was no damage found to the battery cap and the battery cap was able to attach securely to the pump with no power issues found during testing. The battery cap height and width contacts were within specification. The pump was opened and there was no damage found to the power circuit. The allegation of an intermittent power issue was not duplicated or confirmed during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter denied damage to the pump and battery cap and denied moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.